Event description:
It was reported that the patient presented to the emergency room complaining of chest pain. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy for two episodes within the ventricular tachycardia (vt) zone, which were detected by the device as supra ventricular tachycardia (svt). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.